Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that alerts for low, out of range hv lead impedance were received; the first being two years ago. Impedance has been mainly stable and in-range with occasional low measurements. The system remains implanted and remote monitoring will continue.